Event description:
Pt here for abd bx with dr (B)(6). Three biopsy needles bent during bx. Tru core 20gx16 cm -- 2 from lot 11149859, 1 from lot 11221997. Introducer needle used not affected came from lot 11222169 and was a 19gx11.4cm. Biopsy was successfully completed. Phone call was placed to argon rep.